Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in a (B)(6) female patient who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started polyethylene oxide + sodium carboxymethylcellulose. At an unknown time after starting polyethylene oxide + sodium carboxymethylcellulose, the patient experienced asthmatic attack and irritation on roof of mouth. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were unresolved. Consumer is no longer experiencing irritation on the roof of mouth as it occurs only when the strips are in the mouth. The event of severe asthma attack continues. Super poligrip comfort seal strips are manufactured in (B)(4). The lot number for this product is known; however it is unknown whether the product will be returned for quality assurance testing.

Manufacturer narrative:
(B)(4).